Manufacturer narrative:
The impella pump and data stick were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was attempted to be implanted with an impella cp device for mechanical circulatory support. It was reported that there was inability to successfully deliver the pump. The pump had a kink and low flows prompted removal. No patient harm was reported.

Manufacturer narrative:
The investigation of product damage (cannula kink) and low pump flow has been completed. The data was not returned for review. Visual inspection found a kink on can about 15 mm from of cage and cannula bonding site. No other issues were found on the rest of the pump. Low flow: the root cause of low flow was most likely kinked cannula. Product damage (cannula kink): the root cause of kinked cannula was most likely patient condition related since the patient had aorta-iliac bifurcation.